Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report that the receiver restarted itself without manual input on (B)(6) 2015. The distributor stated that the receiver is restarting itself multiple times a day. As soon as it tries to receive a value it shuts itself off. The device can only receive values while connected to the charger. No additional patient or event information is available.